Manufacturer narrative:
H3: analysis of the [recharger], model [97755], s/n [(B)(6)], revealed animal or other physical damage/being chewed by animal. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported they were having trouble charging their implantable neurostimulator (ins). Patient stated they plugged the recharger into the controller and for about 10 minutes it took a while to charge and the controller kept saying no device found. Patient then stated they were able to start charging the implant, but the controller battery was draining but they were not seeing any charge to the implant. Patient mentioned they were recharging good but could not get excellent like usual and that the point of the paddle was warm and it never gets like that. Agent had patient reset the controller. Patient confirmed no visible damage to the equipment. Patient started a charge session of their implant and reported recharging excellent then it shifted to good. Controller battery was at 70% and implant was at 30%. Patient mentioned that poor recharge quality popped up shortly after starting the charge session. The issue was not resolved. A request was sent to the repair department to replace the recharger.

Manufacturer narrative:
Continuation of d10: product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.